Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following the procedure, the patient experienced weakness, lack of control, and tingling in their right arm. It was suspected a stroke had occurred and computed tomography scan was performed. No further information on the status of the patient is currently available.

Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following the procedure, the patient experienced weakness, lack of control, and tingling in their right arm. It was suspected a stroke had occurred and computed tomography scan was performed. No further information on the status of the patient is currently available. It was further reported that immediately following the laa closure procedure, the patient was noted to have left side weakness. In response to the cerebral vascular accident emergency computed tomography (CT) was performed. The CT identified a chronic left caudate region lacunar infarct. Magnetic resonance imaging (MRI) identified acute infarction with the right posterior cerebral artery territory involving lateral thymus, mesial temporal lobe, and occipital lobe. The patient declined the administration of tissue plasminogen activator. The patient was discharged to inpatient rehabilitation ten (10) days post index procedure.

Manufacturer narrative:
B5 describe event or problem updated. B6 relevant tests/laboratory data updated. F10 impact codes updated. H6 impact codes updated.